Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The sodium electrode lot number and expiration date were not provided. The investigation is ongoing.

Event description:
There was an allegation of a questionable sodium result from the cobas 8000 cobas ise module. The initial result was 151.5 mmol/l and the repeat results were 143.2 mmol/land 143.9 mmol/l.